Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed "connect electrodes" and would not recognize the electrode connection to the pt. A backup device was called for and arrived approximately 7 minutes later. The pt was not resuscitated.